Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving fentanyl (40 mcg/ml at 20.4815 mcg/ml), clonidine (160 mcg/ml at 81.926 mcg/day), bupivacaine (4 mg/ml at 2.4815 mg/day) and dilaudid (8 mg/ml at 4.0963 mg/day) via an implantable infusion pump. The indication for use was noted to be non-malignant pain. It was reported that the patient's refill date was (B)(6) 2019 but he was in the hospital due to "issues not related to the pump or therapy" and was not able to get a refill. He was going to be in the hospital for at least one more week and there was no one there to fill the pump. They believed the pump was empty. It was confirmed that therapy was not intentionally discontinued. No patient symptoms were reported. No further complications were reported.